Event description:
During percutaneous transluminal angioplasty to the left common iliac artery lesion, the powerflex dilatation catheter balloon was unable to be inflated and a balloon leakage was observed. Consequently, the powerflex dilatation catheter was withdrawn and another dilatation catheter was used to complete the procedure with success and without incident to the pt. Pt specific info was not available.

Manufacturer narrative:
It was reported that during an angioplasty of a lesion in the left common iliac artery, a leakage in the balloon was noted. Vessel and lesion characteristics were not provided. The prod was prepped and utilized according to the instructions for use (IFU). The balloon catheter was advanced to the lesion without any reported difficulties. An attempt was made to inflate the balloon with an indeflator, however a leakage in the balloon was noted. The prod was not available for analysis. However, a review of mfg route sheets were completed and results indicated that the prod met quality requirements for prod acceptance. This review was extended to subassembly with lot # 0206030195 and confirmed that subassemblies met quality requirements for prod acceptance. Additionally, the balloon burst pressure test during mfg passed. There is not enough info to draw a conclusion between the device and the reported event.